Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired seven (7) days later, which is alleged to have been caused by the naturalyte and/or granuflo product administered to pt for dialysis.